Event description:
A healthcare facility reported that the patient had elevated intraocular pressure (iop) following uncomplicated cataract surgery in the right eye. The iop prior to surgery was 15mmhg. The iop was elevated postoperatively at 60mmhg and the increased iop lasted for eight (8) weeks and is currently high at 32 mmhg. Patient was treated with maximum medical treatment. The patient has not recovered.

Manufacturer narrative:
The device was discarded. The investigation is ongoing.

Manufacturer narrative:
The device was discarded. The device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
The patient was treated with latanaprost, cosopt and iopidine, which is still required to control the intraocular pressure (iop).